Manufacturer narrative:
The review of the manufacturing paperwork verified that the lots met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2016, this patient underwent endovascular repair of an abdominal aortic aneurysm using a gore® excluder® aaa endoprosthesis. The bilateral internal iliac arteries were coil embolized before the procedure. The endoprosthesis was deployed with no issues. After touch-up ballooning was performed, a proximal type I endoleak was observed. Additional touch-up ballooning to the proximal end of the trunk-ipsilateral leg component was performed. Intra-procedure angiography then showed an abdominal aortic dissection below the right renal artery. Also, the possible proximal type I endoleak was still observed, so an aortic extender component was implanted proximal to the trunk-ipsilateral leg component. At that time, a little portion of the origin of the left renal artery was unintentionally covered by the aortic extender component. Although, blood flow to the left renal artery was maintained, the physician elected to implant a stent in the artery. A guidewire was advanced into the artery from the left arm. However, a guiding catheter would not be advanced, and the physician elected not to implant the stent in the left renal artery. The procedure was concluded. The patient exited from the room under intubation with control of the blood pressure. It was reported that the dissection was advanced retrogradely during the procedure, and finally it involved the ascending thoracic aorta. Approximately 3 hours after the procedure was concluded, the patient experienced a rupture of the aorta and then expired. It was reported that a cardiac tamponade due to the rupture of the aorta or blood loss due to the rupture of the aorta was considered as the cause of the death.